Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a kinking to the shaft of the device at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination identified damage to the tip of the device. This type of damage is consistent with the device encountering resistance and excessive force being applied to the device when attempting to cross a challenging lesion. (A2) age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the junction between the balloon and catheter broke. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable following the procedure. It was further reported that the target lesion was 85% stenosed and was located in the mildly tortuous and mildly calcified arteriovenous shunt. Additionally, the shaft was kinked outside the patient post-procedure and did not break as previously reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the junction between the balloon and catheter broke. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable following the procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the junction between the balloon and catheter broke. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable following the procedure. It was further reported that the target lesion was 85% stenosed and was located in the mildly tortuous and mildly calcified arteriovenous shunt. Additionally, the shaft was kinked outside the patient post-procedure and did not break as previously reported.